Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor implant and experienced capsular contracture, baker grade unknown on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. It is unknown if the patient¿s device was a gel or saline device. In the absence of clarifying information, the device will be reported indicating a gel device. If additional information is received confirming gel or saline, a supplemental report will be sent.